Event description:
It was reported the customer's drive support cap was damaged. Customer's blood glucose was unknown. The customer stated their piston hits the bottom of the reservoir during a manual prime. Customer also reported their drive support cap was protruding from the insulin pump. The customer also stated they were unable to prime their insulin pump because their drive support cap was sticking out. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. It was unable to perform occlusion and no delivery alarm test due to alarms. Unit had cracked case at display window corners, battery tube threads, reservoir tube lip and missing end cap sticker.